Event description:
It was reported that pump malfunction occurred while customer was using insulin pump, and no notable events were reported prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer¿s pump battery died so fault details could not be confirmed, and customer switched to multiple daily injections while cts arranged replacement pump under warranty; cts confirmed shipping address, instructed customer to place pump in storage mode and return it with a prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.